Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
A report indicates that a previously implanted miniarc sling resulted in "mesh erosion through the urethra" and that surgical intervention may be pending. No additional information has been provided.